Event description:
During lithotripsy for bladder stone there was also removal of calcified unk retained foreign body that was later identified. The object appeared to be part of mtg ez-advancer intermittent catheter kit. Foreign body found in a pt's bladder. It turned out to be a green ring that is part of the mtg ez-advancer straight catheter 14 french.